Manufacturer narrative:
Sample was serum and per customer, sample was clear and noted to be a 'full draw'. Centrifugation was done at 3,000g for 10 minutes at 20ºc. Qc was passing within the customer's established limits at the time of the event. System check data from (B)(4), 2012 showed all parameters passing within specifications. A field service engineer (fse) went on-site (B)(4), 2012 and observed that substrate probe had a small hair at the tip and the length of the tip appeared to be a bit short and replaced substrate probe. Fse checked sample probe alignments and ultrasonics and noted transducer high power at 195vac which he adjusted to 197vac. Fse also checked mixer speed which was set at 2,480rpm and adjusted it to 2,500 rpm. Fse then assembled and ran all calibrators and qc and verified instrument operation. A clear hardware issue was not identified. The following mdrs have been submitted to document the occurrences of elevated accutni results at this customer's laboratory on different days: 2122870-2012-00317, 2122870-2012-00318, 2122870-2012-00320, 2122870-2012-00321.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding an elevated troponin (accutni) result generated by their unicel dxc 600i synchron access clinical system on one patient sample. Upon rerun, the result was lower and in the normal reference range. The result was not reported outside of the laboratory and there was no affect to patient with regard to this event.